Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) which accelerated the patients ventricular tachycardia (vt). An appropriate shock converted the vt. The crt-d system remains in service. No additional adverse patient effects were reported.